Event description:
In 2007, this pt was treated for an abdominal aortic aneurysm. The physician implanted gore excluder aaa endoprosthesis trunk-ipsilateral leg component and three contralateral leg components. The implant went well. On nine days later, a reintervention was performed to implant gore excluder aaa endoprosthesis contralateral leg component to extend the contralateral leg component which had disengaged from the vessel wall and was floating in the aneurysm sac. A contralateral leg component was also placed to reline the device. The pt reportedly was stable post-operatively and no further events have been reported.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. Results - the review of the mfg paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted and involved in this event; contralateral leg components (pxc141200/05165961) and (pxc141200/05169436).